Event description:
Customer's family member called on behalf patient alleging that patient's meter was reading inaccurately low. Customer had been vomiting and stayed home from school (unknown date). Patient obtained readings of "56 mg/dl and 64 mg/dl" and obtained low readings after re-testing. Customer's family member indicated that patient had not been receiving enough insulin, due to the low blood glucose readings obtained on their meter. Customer was hospitalized due to dka. No results were provided from the hospital. No details were provided from the treatment received at the hospital. Comparisons were made between customer's meter and relative's meter and the doctor's meter. All comparisons were invalid. Attempted to contact customer two times, however, no reply was received. Mailed letter. Ccr replaced customer's meter, test strips and control solution. Customer's family member called back on 9/20/2002 and explained that the incident took place in 2002. Patient woke up with symptoms of nausea and obtained a blood glucose reading of "83 mg/dl". At 12:29pm patient had lunch and took 1 unit of insulin and at 1:04 pm patient obtained an "82 mg/dl". Patient obtained a "62 mg/dl" at 1:29 pm. Family member took patient to the pediatrician and patient was referred to the ER. Between 6:30 pm and 8:00pm patient had a calibrated blood glucose test run and the result came back as "630 mg/dl" and the ER meter read "hi", with signs of dka. Family member insisted that they take patient home and treat patient accordingly. Family member explained that patient kept wetting the bed on a nightly basis and had nausea. Family member would test and obtain results between "60 and 80 mg/dl", take 1 unit of insulin and eat a lot of carbohydrates. Patient's blood glucose had been reading in the low range for approximately two weeks. Family member believed patient had kidney failure or other diabetes related health problems. Customer is now feeling fine and is not showing any signs or symptoms of high or low blood glucose levels.